Event description:
It was reported that patient presented in clinic due to chest pain. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited under-sensing and incorrect interpretation of signal due to functional under-sensing. Programming changes were made. Patient condition was stable.